Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ essure fallopian tube are noted in place extending from the fallopian tube to the endometrium cavity in the fundus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia") and pelvic pain ("pelvic pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, dyspareunia and pelvic pain outcome was unknown. The reporter considered dyspareunia, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: transabdominal and transvaginal pelvic ultrasound showed "essure fallopian tubes are noted in place extending from the fallopian tube to the endometrial cavity in the fundus".. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ essure fallopian tube are noted in place extending from the fallopian tube to the endometrium cavity in the fundus/a partial uncoiled essure device extending into the uterus') in an adult female patient who had essure (batch no. 646514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "partially uncoiled essure wire on the right" and wrong technique in device usage process "the uncoiled portion of the wire was cut right at the tubal ostia and a grasper was placed on this and removed.". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysteroscopic resection of portion of essure wire on the right). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, dyspareunia and pelvic pain outcome was unknown. The reporter considered dyspareunia, pelvic pain and uterine perforation to be related to essure. The reporter commented: there were 7 coils on the right and 6 coils on the left out side of the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: transabdominal and transvaginal plevic ultrasound showed "essure fallopian tubes are noted in place extending from the fallopian tube to the endometrial cavity in the fundus".. Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received. Event "partially uncoiled essure wire on the right", lot number, essure removal details, rcc and reporter information was added. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ essure fallopian tube are noted in place extending from the fallopian tube to the endometrium cavity in the fundus/a partial uncoiled essure device extending into the uterus') in an adult female patient who had essure (batch no. 646514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "partially uncoiled essure wire on the right" and wrong technique in device usage process "the uncoiled portion of the wire was cut right at the tubal ostia and a grasper was placed on this and removed.". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysteroscopic resection of portion of essure wire on the right). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, dyspareunia and pelvic pain outcome was unknown. The reporter considered dyspareunia, pelvic pain and uterine perforation to be related to essure. The reporter commented: there were 7 coils on the right and 6 coils on the left out side of the tuba! Ostia. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: transabdominal and transvaginal plevic ultrasound showed "essure fallopian tubes are noted in place extending from the fallopian tube to the endometrial cavity in the fundus".. Lot number: 646514 manufacturing date: 2009-06 expiration date:2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ essure fallopian tube are noted in place extending from the fallopian tube to the endometrium cavity in the fundus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia") and pelvic pain ("pelvic pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, dyspareunia and pelvic pain outcome was unknown. The reporter considered dyspareunia, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: transabdominal and transvaginal pelvic ultrasound showed "essure fallopian tubes are noted in place extending from the fallopian tube to the endometrial cavity in the fundus". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.